Event description:
Per the clinic, the patient underwent revision surgery (B)(6), 2014 to reposition the receiver stimulater due to skin flap breakdown at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.